Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The caller's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact.